Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported her son is experiencing low blood glucose of 40 mg/dl at the time of incident. The customer's blood glucose at the time of call was 61 mg/dl. The patient had been experiencing low blood glucose in the morning. The customer was treated with food and glucose tables. The insulin pump will not be returned for analysis.